Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer (lm) investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer provided the following possible cause for the reported event were as follows: the legal manufacturer reported that the phenomenon occurred because the power cable was disconnected. The legal manufacturer was unable to identify why the cable was disconnected. It is a surmise, but it seemed to have occurred because external force was applied. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
As part of our investigation, at the customer¿s request a field service engineer (fse) visited the customer¿s site to troubleshoot. The fse reported that there was an issue with the monitor¿s power cable on the boom. The fse rewired the cabling on the boom and resolved the power issue. The unit was not returned to the service center for evaluation since the power issue was resolved. The cause of the cabling issue cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The facility¿s biomedical engineer reported that the monitor would not power up. There was no patient involvement reported.